Event description:
Found during routine inspection. Customer called to report device with illuminated service light that persists after powering up device. Fault code logged into device memory in late 2008, indicates software boot-up/device power-up problems.

Manufacturer narrative:
Physio-control provided customer with offer of service. Customer requires permission from vacationing supervisor to have device serviced.